Event description:
The pt fell on the ice. Afterward he felt stimulation in both legs instead of just one leg. The pt was at home at the time of the report; his status was reported as 'good'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.